Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to watertight defect from the connector rating plate area and also flooding of cable board, flooding of image capture. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited watertight defect from the connector rating plate area which leads to flooding in cable board and image capture. There was no patient involvement.